Event description:
It was reported that just after implant, irregular signals were seen after a shock. The lead was implanted a few centimeters from the previously capped lead. The physician decided to wait and check the patient again at the next scheduled follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.